Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the left and non-coronary cusps were in a closed position; the right cusp was in an open position touching the outflow rail. All leaflets were tan and flexible. Intracuspal hematomas were noted on the inflow of the right and left cusps, adjacent to the margin of attachment. Thick collagen bands were noted on the outflow of the right cusp, thrombotic tissue along the shoulder appeared deteriorated with a gap found near the outflow rail. A remnant fragment of pannus remained attached to the outflow rail of the left cusp; the left cusp appeared intact. The non-coronary cusp appeared intact. The left right, left non-coronary and right non-coronary commissures appeared intact. Thin remnants of glistening tan pannus lined the inflow and outflow sewing ring. A remnant of glistening off-white pannus remained attached to the outflow rail of the left cusp. An unknown amount of pannus may have been removed during explant. Radiography revealed traces of calcification on the left right commissure. D4: updated d9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the original implant procedure of a 29mm mosaic mitral valve, there was incorrect positioning of the valve. The surgeon who performed the explant indicated that this was the reason for the explant. The valve was replaced by a product from another manufacturer.

Manufacturer narrative:
Updated data: b.5: event description d.9: device available for evaluation?: h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the reason for replacement also as poor hemodynamic function and left ventricular outflow tract obstruction (lvoto) due to the incorrect position of the device. It was also reported that the valve was angled down. No additional adverse patient effects were reported.